Manufacturer narrative:
Correction: post market vigilance (pmv) received one device. The lanyard for soak cap has broken and the soak cap is missing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. However a secondary finding of damage to the soak cap was identified. Replication of the broken soak cap lanyard is due to rough handling of the unit. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the device¿s end cracked. No patient involved.